Event description:
It was reported that during the clinic visit, the right atrial (ra) lead exhibited noise which was reproducible. The noise has been oversensed and caused inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.